Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter was unable to pace from the beginning of use after the catheter insertion. The issue was resolved by replacing the catheter. Information such as what kind of surgery or examination the catheter was used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The reported issue of pacing issue was confirmed. Continuity testing found that the distal circuit had an intermittent condition when flexing the tip area of the catheter. Proximal circuit was continuous without any intermittent or open condition. No short condition was observed between the proximal and distal lead wires. A cut down of the catheter body was performed just proximal side of the proximal electrode to expose the pacing lead wires. Continuity testing confirmed an intermittent condition around catheter tip. It was also confirmed that the distal circuit was continuous from just proximal side of the proximal electrode to distal connector pin. The balloon inflated clear and concentric and remained inflated for 5 min. Without leakage. No visible damage was observed from windings, balloon, catheter body, and returned syringe. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment was generated to cover full open and intermittent condition at tip for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. Additionally, a CAPA was generated to address the pacing difficulty failure effect for bipolar products with full open, intermittent, and short conditions and is in the control phase. The root cause was related to manufacturing. Corrections and updates to the h6 codes are as follows investigation findings was changed to manufacturing process problem identified and investigation conclusions was changed to cause traced to manufacturing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.